Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced due to non-capture.

Event description:
It was reported that the right ventricular (rv) lead showed evidence of noise on an electrogram (egm). A review of the egm strips noted that the deflection looked very uniform and could be from an external source. It was further reported that the atrial lead had no capture and triggered a lead monitor warning on (B)(6) 2013 for high impedance paces. There was a large variability in the p-waves. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2010; addr01 implantable pulse generator (ipg) (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.